Event description:
It was reported that the balloon inflated, but would not deflate prior to use. The balloon was inflated using the 3ccs supplied volume syringe. There were no patient complications.

Manufacturer narrative:
Syringe was not returned, testing was done using a sample laboratory syringe. Customer report was confirmed for balloon deflation. Balloon was inflated with air. Balloon inflated clearly and, concentrically and remained within specification without any leakage observed. However, the balloon failed to deflate without syringe attached. Moisture was observed inside the balloon, balloon deflation problem was also noted pre-decontamination. There was fluid in the inflation lumen which may cause difficulty in balloon deflation. Per product's directions for use, the balloon should not be inflated with fluid but with co2. Balloon deflation was achieved by pulling the vacuum. Fluid was cleared using vacuum on the syringe. Balloon deflation was retested and balloon deflated in 2 seconds without a syringe attached. The specification for balloon deflation. Is 4 seconds. All through lumens were patent without leakage. There was no visible damage to the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution.